Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. A corrective and preventative action has been initiated (mdq-CAPA-132).

Event description:
The facility reported a depleted battery. No additional is known